Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate warm boots (reboots) and multiple losses of power. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. Each time the device was powered back on by the customer. The customer reported that battery 1 had a full charge and battery 2 had half a charge. The device was used only for monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Manufacturer narrative:
The initial MDR should have included the UDI information - (B)(4).